Event description:
It was reported that the external pulse generator failed its atrial channel sensitivity. It was further reported that the generator was returned as a trade-in device. The generator was returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: initial analysis during repair of the device confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification, the display was out of specification, the upper case, lower case and one side bail cover were broken, the battery release was contaminated, the battery contacts were compressed, the ring was bent, the keyboard was scratched and the serial number label was damaged. Further analysis was performed on the main pcb. Visual inspection revealed no anomalies. Bench analysis noted failed capacitors in-circuit, and the battery removal test failed. After the capacitors were replaced, the battery removal test passed. Conclusion: confirmed the battery removal failure caused by a capacitor component failure. (B)(4).